Event description:
Boston scientific received information that this lead exhibited loss of capture and was not sensing. An invasive procedure was performed and the lead was found coiled in the pocket. It was determined the lead had dislodged due to twiddler's syndrome. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.